Manufacturer narrative:
Evaluation summary: the visual inspection carried out on the device showed the balloon twisted in the distal part of the balloon. The tactile inspection did not report any pressure marks, kinks or other abnormalities on the device. A guide wire 0.018" was advanced through all catheter length, no resistance encountered. Negative pressure was applied on the balloon through a manometer syringe, the test passed because no bubbles emerged in the syringe. Afterwards the balloon was inflated sequentially at: - 1 bar the balloon kept showing the twisted point, also a changed in the balloon profile was detected. - 2 bar the balloon kept showing the twisted point, also a changed in the balloon profile was detected. - 7 bar the balloon is fully inflated, wrinkles are noted in the former twisted point and the guide wire lumen was found twisted. The balloon profiles are in accordance with product specifications. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
Results pending completion of investigation (device evaluation in ongoing). (B)(4).

Event description:
Physician was attempting to treat a lesion with 70% stenosis using inpact pacific paclitaxel eluting balloon catheter. It was reported that physician noted a candy effect when inflation was attempted. The lesion pre and post dilated with a 6x40mm balloon catheter. There was not injury to patient or clinical sequelae reported. Please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (inpact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.